Event description:
It was reported that the patient underwent a hip arthroplasty. Subsequently, the patient was revised approximately 16 months post-implantation due to loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: medical product: tmars 50mm x 10mm thickness acetabular augment: catalog#00489405010, lot#64578576; g7 10 deg e1 liner 36mm e: catalog#010000896, lot#6694887; g7 osseoti multihole 52mm e: catalog#110010264, lot#7426938; bone screw self-tapping 6.5 mm dia. 20 mm length: catalog#00625006520, lot#j6872908; bone screw self-tapping 6.5 mm dia. 30 mm length: catalog#00625006530, lot#j6915128; bone screw self-tapping 20 mm length 6.5 mm dia.: catalog#00662406520, lot#62460740; bone screw self-tapping 20 mm length 6.5 mm dia.: catalog#00662406520, lot#62641023; bone screw self-tapping 20 mm length 6.5 mm dia.: catalog#00662406520, lot#64257747; bone screw self-tapping 30 mm length 6.5 mm dia.: catalog#00662406530, lot#65270239, qty#2; bone screw self-tapping 40 mm length 6.5 mm dia.: catalog#00662406540, lot#63704581. G2: foreign - event occurred in australia. H10: this device was erroneously reported under an incorrect complaint file, and is now being submitted under an updated complaint file. See original report 3005751028-2025-00001. Visual examination of the provided pictures identified the explanted shell with bio-debris and what appears to be bone ingrowth on the surface. Pictures of the screws, augment, and buttress were not provided. No further evaluation can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: CT images of the left hip demonstrating anatomic alignment of the arthroplasty components but without solid bridging of the acetabular implant and cement noted consistent with implant loosening. In follow up, the surgeon noted space between acetabular component and host bone - no ingrowth or on growth present. It is not likely cement is in this construct as assumed by a third party professional. Furthermore, the device has a porous coating and does not show cement residue in the provided explant pictures. The reported event was confirmed by review of provided radiographs. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.